Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that one of the prongs on the ar-9236-03pp trial broke off it was being removed from the patient. The prong was retrieved from the patient (male, (B)(6)) and the case was completed.